Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The main keypad had previously been replaced for a technical service update. The main keypad was replaced again for an unrelated issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver defibrillation energy. There was no patient use associated with the reported event.